Event description:
On 10/7/97, it came to co's attention this pt's implantable pcd model 7219d was removed and replaced due to a depleted battery. This was discovered by the pt's physician under routine office examination. The pt was returned to this facility on 9/19/97 for removal and replacement of internal defibrillator.